Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a pedicle probe was found bent after it came out of sterile processing. There were no patient impacts associated with this event.

Manufacturer narrative:
The returned probe was evaluated. The tip was confirmed to be bent. The exact cause of failure cannot be determined as there were no problems reported to the distributor by the last doctor to use the instrument. The deformation witnessed may have occurred over time, in one surgical case from use in hard bone, or attempting to angulate the probe while the tip is inserted in the vertebral body. Alternatively, the device could have become bent by mishandling during the spd process. A review of the DHR did not identify any issues which would have contributed to this event.